Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a procedure, the longevity on the ICD was checked and a grey bar was indicated. The device was not used. There was no patient involvement.